Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (lot: nlh072412n); product type: 0001-accessory brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an external device. The reason for call was the caller indicated that the patient claimed that they got an error message on the controller on (B)(6) 2024 and was able to bypass the message. Yesterday when connected to the wall the controller displays the controller battery with an x next to it. When disconnected from the wall the controller turns off. During the call the patient had the controller battery in the controller and connected the device to the ac adapter. The patient indicated that the battery screen showed the controller battery with the power outlet cable next to it. The patient indicated that they would not normally see this icon. The patient reported that the pins in the controller looked normal but the battery compartment did not have a serial number.  The issue was not resolved through troubleshooting. Tss sent request to replace the controller and controller battery.

Manufacturer narrative:
H3: analysis of the ID 97745; serial# (B)(6) , revealed broken/cracked rtm/power connector support and cracked/scratched/worn front case medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.